Event description:
It was reported to medtronic neurosurgery that the valve was found not to be working properly when tested following implantation and also that "while things" were observed floating in the suspect device. According to the report, both the proximal and distal flow were tested and functioned properly. The report states that the valve was replaced and the flow was good.

Manufacturer narrative:
The valve was patent. It also met the requirements for siphon, preimplantation, and leak testing. However, it did not meet the requirements for reflux and pressure-flow testing due to interference of crystalline debris with the valve's internal flow control mechanisms. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the mfg showed no anomalies. All of our valves are 100% tested at the time of manufacture.